Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer¿s blood glucose was 250 mg/dl. Customer reverted to manual injections and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.